Event description:
The reporter indicated the device was explanted due to no output and no magnet response. Pt went into fibrillation and, after external defibrillation, the pacer spontaneously started pacing at 75 ppm causing the patient to have a ventricular tachyarrhythmia.